Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump screen went blank. Customer does not recall any significant events leading to the error. Customer's blood glucose was 230 mg/dl at the time of incident. Troubleshooting was done and pump worked fine after customer cleaned the battery contacts. Although troubleshooting informed customer that they would send a new battery cap. Customer was advised to monitor the pump for any other issues. No further information was given.